Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A german distributor contacted zoll to report that a patient developed an itching rash on his back. Patient described the rash as red with pimples. Patient reports having psoriasis. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician suspects a contact allergy against nickel and prescribed ointment karison and advantan milch 0,1%. Follow up indicated that the cream is helping with the skin irritation.